Event description:
Patient was revised to address loosening of the tibial component at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event without the product to examine. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.